Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain device made but not received to date. If further details are received at a later date a supplemental medwatch will be sent. Device return follow up. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date.this report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a hepatectomy on (B)(6) 2022 and a reservoir was used. During surgery, the reservoir was swelled before opening the package. Further details are not provided. There were no adverse consequences to the patient.